Event description:
Customer reported the sys locked up when attempting the fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the generator interface (gib) board. Sys operates as intended.